Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and reported issue of clip open -efaa [establish final arm angle] could not be determined in this case. The visualization issues and the delivery catheter (dc) handle ¿ advancement issue were a result of challenging patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is filed for clip opening during establish final arm angle testing. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The patient anatomy included restricted leaflets, large left ventricle and a rotated heart. Some visualization issues were noted, due to the patient anatomy. The first clip delivery system (cds) was prepared for use per instructions for use and no issues were noted. During advancement of the cds through the sgc, the device felt "tighter", different from usual, but no resistance was noted. So the cds was advanced into the patient anatomy. Establish final arm angle (efaa) testing was performed; however, on the first attempt, the clip failed and opened. Standard troubleshooting was performed multiple times; however, the clip failed. The cds was then removed from the patient anatomy without difficulty. The procedure continued with implantation of three clips. Mr was reduced to grade 1-2. No additional information was provided.